Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that they wanted to clarify it had not been determined that she had an infection. Rather, she had a pain symptom. The patient did not think it was an infection and neither did the spinal doctor. It was still unresolved. They were considering a CT scan with contrast but the patient did not want to do that. The patient had an appointment in a month or so.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that there was pain at the implant site. This was occurring daily and was continuous. There were no falls/trauma related to the issue. The pain was at the implant site, which was at the right buttock area. It was real reddened and there was an area in the middle where it stuck up almost through the skin. It was sore as a boil and they were in severe pain from it. She tried taking antibiotics about two months or six weeks ago and took some cipro and it worked at first but then the pain came back. She did not currently feel stimulation but clarified that the pain was at her implant site. The pain was not because of the stimulation. This had been happening for a couple months or more on and off. It was steadily happening for about the last week and it had gotten worse. They were in continuous pain. At best, it was at a level 3. The health care professional (hcp) checked the implant but said that he everything was ok and to go to the emergency room. The patient inquired whether turning stimulation off would help.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va09hd9, implanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
The patient reported needing an MRI to diagnose an infection. It was unknown if it was related to the device. It was noted that she had back surgery in 2012 with metal put in and she had the stimulator implanted a year ago. The healthcare provider (hcp) did not know what the source of the infection was. The infection was in her body and the hcp could not clear it up. The source was unknown, so the hcp wanted to do an MRI of the abdomen. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the infection, it was related to the device, and if it was resolved.